Manufacturer narrative:
The investigation determined that a higher than expected vitros phyt result was obtained for a non- vitros quality control fluid processed using vitros chemistry products phyt slide lot 2616-0165-5611, on a vitros 350 chemistry system s/n (B)(4). The most likely assignable cause of the lower than expected vitros phyt quality control results is an instrument performance issue as an incubator pad reflectance test was outside acceptable limits indicating an issue with the instrument. The same lot of vitros phyt slides was performing as expected when used on an alternate vitros instrument in the customer¿s laboratory. Following service actions to the incubator, reflectometer and immunorate subsystems, acceptable qc results were obtained indicating that the instrument had been returned to expected performance. There was no indication that vitros chemistry products phyt slide lot 2616-0165-5611 was not performing as intended.

Event description:
A customer obtained a higher than expected vitros phyt result for a non-vitros quality control (qc) fluid, when compared to the customer established mean. The result was generated using vitros chemistry products phyt slides processed on a vitros 350 chemistry system. Biorad level 3 lot 40950: 27.1 vs. Expected 21.9 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. Ortho was not made aware of any allegation of patient harm due to the event. However the investigation cannot rule out that patient results were not or would not be affected if the event were to recur undetected. (B)(4).

Manufacturer narrative:
A potential issue related to the absolute response rates and the dose response curve of phyt coating 0165 is being investigated. The FDA¿s new york district office was notified of this issue on 16 may 2018. Please refer to report # 1319809-05/18/2018-001.

Event description:
This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).